Event description:
Caller had meter incorrectly set to mmol/l. Caller experience low blood glucose readings with the incorrect setting & mid-dosed. Insulin levels. Caller was treated at the emergency room for high blood glucose levels. Caller was in the hospital for a week.